Event description:
The customer reported a colleague infusion pump with failure code 814:02. It is unknown when the reported condition was identified. There was no documented patient injury or medical intervention related to the reported condition. No additional information is available. During review of the event history, it was determined that the reported condition occurred twice on (B)(6) 2010 during delivery causing an interruption of delivery. This device utilizes user interface module master software version 5.09.90 categorized as remediated. .

Manufacturer narrative:
The reported condition of failure code 814:02 was confirmed, but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).